Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a pump supposed to be infusing heparin was found to be off. Neither the patient nor the rn heard an alarm. There was no patient harm; however, unspecified labs were drawn as a result of this event.

Manufacturer narrative:
The customer¿s report of the system shutting off while infusing was confirmed. Analysis of the pcu event log showed that on (B)(6) 2015 the pump module was operating on dc (battery) power and infusing heparin at 19.368ml/hr with a vtbi of 500ml. At 10:55pm a ¿battery low¿ alert (lb1) occurred . Approximately 24 minutes later, a ¿battery very low¿ alert (lb2) occurred. About 13 minutes later at 11:32pm a ¿battery discharged¿ alarm occurred, and the heparin infusion was automatically paused. The system powered itself off at 11:54pm. Review of the pcu battery log from (B)(6) 2013 to (B)(6) 2015, revealed no record of battery conditioning having been performed. The alaris system directions for use (dfu) recommends checking the battery capacity every 6 months. Battery runtime testing was performed and the battery completely discharged in approximately 1 hour and 12 minutes, less than the expected minimum of 3 hours. Battery conditioning was performed, and the battery runtime test was repeated. After conditioning, the battery ran for 4 hours and 2 minutes, exceeding the minimum specification of 3 hours. It was noted during each battery runtime test that the ¿low battery¿ (lb1) and ¿very low battery¿ (lb2) alerts occurred prior to the pcu alarming for ¿battery discharge¿. The cause of the system shutting off during infusion was a depleted battery.